Event description:
Reportedly, this valve was explanted after 4 years and 8 months implant duration due to calcification and stenosis. Prosthetic stenosis with an orfice area of .07 sq. Cm was noted at explant. It was rpeorted that regular, smooth, calcified strictures were present on the valve at explant. No further information was provided.